Event description:
It was reported that a draeger respirator carina generated a 00.a008 error during use. There was no injury reported.

Manufacturer narrative:
Two set of log files as well as two blower motors including controllers were returned for investigation. The evaluation of the log files confirms that the reported "00 a008" alarm was generated once at the device with s/n (B)(4) and on several occasions with device (B)(4). The reported issue couldn't be duplicated when operating the parts per sets in a lab device for >120 hours each. The motor blower of (B)(4) wasn't able to reach an inspiratory pressure above 42 mbars and developed unusual noise. After opening the turbine housing was detected that two parts inside were dislocated. After correction the noise was gone and the inspiratory pressure was reached as set. For the one device (B)(4) the reported phenomenon can be explained. The dislocation of parts resulted in a performance impairment and, especially with high demands of patient flow. The dislocation was mostly likely caused by rough handling during hospital-internal transport. The device has responded to this deviation as designed by posting the corresponding "continuous airway pressure lowl!" Alarm. In all probability, the observed technical alarm "blower defect (00.a008)" wasn't caused by the blowers themselves. The units ran still on an old sw version 3.14 at the time of event which is known to cause false alarms of that type under special conditions. Draeger medical has already published a new sw which is recommended to install to the concerned units.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.